Manufacturer narrative:
Investigation of the customer's issue included a review of the complaint text, a search for similar complaints, in-house testing, and review of labeling and manufacturing documentation. Review of complaint activity did not identify any trends for the alinity I tsh assay. An increase in complaint activity was not identified for reagent lot 02341ui00. Testing of an in-house panel which mimic patient samples was completed using retained kit of lot 02341ui00. All specifications were met, indicating acceptable product performance. Manufacturing documentation for the reagent lot was reviewed and did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity I tsh assay was identified.

Manufacturer narrative:
Complete information for patient information: patient identifier: multiple = (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed alinity I tsh results for one patient. Sample ID (B)(6) generated 0.59 miu/ml on the alinity and 5 miu/ml on the roche. A new sample ((B)(6)) was collected and generated 0.52 miu/ml on the alinity, 4.12 miu/ml on the roche and 3.9 miu/ml on the ria method. The following additional historical results were provided for this patient: alinity 0.34 to 0.79 miu/ml, architect 0.51 to 1.08 miu/ml, elecsys 4.64 to 5.60. No impact to patient management was reported.